Event description:
Customer reported being hospitalized for low blood glucose levels. Customer stated that prime/fill anomaly occurred on pump but that he was connected while attempting to perform the prime. Customer delivered 100 units of insulin into his body as a result. Customer was then taken to the hosp. Customer declined performing troubleshooting on pump and requested that pump be replaced.